Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "error code 322" message, caused by loose lower latch switch bracket screws. The loose screws allow the lower latch switch to move in and out of the lower door latch, which will trigger an intermittent open/closed switch connection causing the ec 322. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device displayed an "error code 322" message. Any pt involvement, injury or medical intervention is unknown.